Manufacturer narrative:
An event regarding loosening involving simplex hv cement was reported. The event relates to product supplied by an OEM. Stryker orthopaedics is a distributor of this device, which is manufactured by aap. The manufacturer is responsible for regulatory decisions under MDR/mdv and submitting any required MDR/mdv reports. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel however the investigation and results are processed by aap.

Event description:
It was reported by the patient's attorney that allegedly the patient underwent a left total knee arthroplasty on (B)(6) 2015 where stryker simplex cement with gentamicin was used. It is further alleged that the patient had to be revised on (B)(6) 2016.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney that allegedly the patient underwent a left total knee arthroplasty on (B)(6) 2015 where stryker simplex cement with gentamicin was used. It is further alleged that the patient had to be revised on (B)(6) 2016.